Manufacturer narrative:
(B)(4). Approximate age of device- 6 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2018, it was reported that the patient observed a small bump near the driveline. On (B)(6) 2018, the patient stated having a fever greater than 101 degrees f for 3 days. Per vad team instructions, the patient presented to the hospital for an assessment of the driveline infection on (B)(6) 2018. A CT abdomen was performed and showed a 7.2 cm fluid collection along the right lateral aspect of the lvad pump extending superiorly along the aortic cannula into the right anterior cardio phrenic angle. There were a few gas locules within the fluid collection. The findings were concerning for infection with abscess. The patient went for an incision and drainage (I and d) surgery on (B)(6) 2018 in the intensive care unit (ICU). No additional information was provided.